Manufacturer narrative:
.

Event description:
The international customer reported the device alarmed when the device was booted up with vent inop due to a machine and proximal sensor failure reference. There was no patient involvement.